Event description:
Risk management was notified that this prisma set (used in gambro machines) was felt to be problematic. Cardiac surgery unit used 9 of these sets in 3 cvvhd machines. Once a set with a new lot # was obtained, the set-up functioned appropriately. There was no pt injury. Gambro & cardinal notified of potential defective lot #s. Eleven cases of the lot# in question were returned and will be switched out today. No sets of this lot # left in the hospital. Company doing formal complaint on the facility's behalf.